Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event date is a very rough approximation.

Event description:
It has been reported that a revision surgery occurred following initial surgery on (B)(6) 2014 due to pain and loss of motion. Visionaire cutting block was reported to be the main suspected contributor to the ae.